Event description:
Per customer, patient received second degree burns around the upper thorax ECG electrodes. The alleged event occurred in connection with the use of a high frequency surgery device. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.